Event description:
Per the clinic, the patient received no benefit with the implanted device. Subsequently, the device was electively explanted on (B)(6) 2026. It is unknown if there are plans to reimplant the patient as of the date of this report.